Event description:
Nurse was flushing hickman catheter- heard a pop and noted a leak in the hickman line above the lumens. Hickman cath clamped off above leak. Dr notified. Pt sent to surgery for replacement of hickman.